Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 170 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes the stopper was missing. The following information was provided by the initial reporter, translated from (B)(6) to english: when checking the tube, it was found that one yellow-headed tube lacked stopper.